Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Elsg repair. RMA (B)(4). Repair of unit. Description of failure: default is showing on display when using and fisher cap is loose. Device error message: no other information available. Indication: when was the problem discovered? Pre-operatively. Surgical delay? None.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The motor was found to be corroded which caused the motor to seize, therefore it was replaced. The motor cable caused the screening test to fail, therefore the motor cable was replaced. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. A review into the depuy synthes mitek complaints system revealed 2 dissimilar complaints for this serialized device with the product code that was released to distribution. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.